Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The blood glucose (bg) level was high and low. The customer declined to provide further information and declined tandem technical support's offer to troubleshoot.